Event description:
Caller reported cracked touchscreen on the pump, with damage confirmed underneath the screen protector, though interaction with the pump was still possible. There was no adverse impact to the customer¿s blood glucose level. The customer opted to use multiple daily injections (mdi) as a backup, and a replacement pump with updated software was arranged by cts. Instructions for storage mode and return procedures for the damaged pump were provided and acknowledged by the caller.